Manufacturer narrative:
Initial.

Event description:
It was reported that the user believed they received too much insulin after changing supplies mid-evening with an ilet system and a 23-inch infusion set, but they had disconnected during the change and then showered, after which glucose rose and remained high for about seven hours before a dinner meal announcement was used as a correction; subsequent glucose was 193 mg/dl and trending down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an improper or incorrect procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.